Manufacturer narrative:
This foreign report is being submitted (B)(6) 2014, for a device product that is considered same/similar to a us marketed device (reach j&j floss ultraclean 30yd). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting for self from japan. On an unspecified date, the consumer started using reach dental floss ultra clean 27m, dentally, for dental cleaning (lot number 2632d, expiration date and frequency unspecified). It was informed that the string did not come out and the cutter came off from the cartridge when the consumer tried to pull it out. It was mentioned that she was already the user of the device in the past. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.